Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No frozen screen noted during test and time clock advances properly. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that she got a button error message on her pump and won't let her clear it out. The customer stated the insulin pump was in her pocket when it started alarming button error. The customer stated the time is not advancing and nothing is changing on the screen. The blood sugar is unknown. The insulin pump was returned for analysis.